Event description:
Customer reported fluid leaked from the pump segment during an infusion of pitocin in ringers lactate. Stated the pt was post partum, and she was adjusting the infusion rate. A short time later, fluid was found on the floor under the pump, the door was opened and fluid was leaking from a pinhole in the pump segment below the upper fitment. The IV set had been in use for 6 hours. Customer stated "a lot of fluid got into the pump." There was no pt harm reported and no medical intervention was required. Customer did not provide any add'l event or pt info.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.